Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope. Panasonic dmc tz8 digital camera. First we made a visual inspection of the instrument. Except the closed jaw we found no abnormalities. During the mechanical function test, we noticed that the lever works, but the jaw didn't move. A visual inspection of the jaw, the electrodes and their insulations we found several signs of arcing. In the next step, we dismantled the instrument and the jaw. Here we stated that the front bow of the actuation wire was absent. The microscopic investigation of the broken off piece exhibits signs of an electric arc. The dismantled electrode of the upper jaw exhibits signs of an electric arc in the wire groove, which is the connection for the front bow of the actuation wire. The investigation of the lower electrode exhibits signs of arcing in the area of the hinge. Lastly we investigated the dismantled dissection clip. Here we found deformed (squashed) insulation tongues and burning marks. There are no parts missing, the instrument is complete. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints of this batch with this error pattern at hand. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: the investigation showed several indications for multiple usages (all caiman instruments are single use instruments). All the defects found during the investigation could not arise during one usage. The torn actuation wire was pre damaged during an electric arc. The arc was caused by a defective actuation wire insulation whose defect was caused most probably by reprocessing. A simple cleaning of the jaw-electrodes during surgery cannot cause a damage like this. Because there are no parts missing, the part that remained in the patient cannot be part of the caiman instrument. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). During surgery it was reported that after the second grasping a part of the jaw broke off; a fragment remained in situ.